Event description:
The customer reported the ventilator was not detecting oxygen supply pressure when applied. The customer reported the device was alarming, and was not in use therefore there was no patient involvement. The ventilator will alarm due to a loss of oxygen supply/pressure and will continue to provide ventilatory support to the patient, however the loss of the oxygen source can be detrimental to a patient. The customer contacted the manufacturers product support (pse) for assistance, and verified the operation of the oxygen pressure switch. The pse advised the customer to replace the sensor pcb board to address the reported problem. The customer did not provide the serial number of the device, and calls to the customer to obtain the information were not responded to.

Manufacturer narrative:
No request for manufacturers service.